Event description:
A cartridge change error was reported. There was no reported adverse impact on the customer's blood glucose level. The customer received guidance from technical support to inspect and clean the pump, but the error persisted despite following instructions and attempts to load different cartridges. Consequently, technical support decided to replace the pump and informed the customer about the process, ensuring the replacement would suffice for insulin delivery. The customer declined any additional goodwill cartridges.